Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I and provided the following data: on (B)(6) 2025, sample ID (B)(6) result was 11,951 ng/l. When tested with roche cobas troponin t results was 121 ng/l. On (B)(6) 2025, sample ID (B)(6) result was 12,321 ng/l. When tested with roche cobas troponin t results was 123 ng/l. Patient information: male, 78 years old. The customer reported that clinically there is no suspicion of any heart disease. There was no reported impact to patient management. Update: additional comments from customer: first troponin registered (B)(6) 2025 and has been persistent from 9000-12000 ng/l. At this time, bilateral pulmonary embolisms were diagnosed and treated with lixiana 60 mg x1, followed by a reduction in dose for a lifelong treatment. Furthermore, pericarditis was detected on (B)(6) 2025 and treated with prednisolone and colrefuz. Echocardiography showed a small amount of pericardial fluid. A follow up echocardiography on (B)(6) 2025 shows complete regression of pericardial fluid, and otherwise normal function of the heart. Probnp is elevated to 3205 in (B)(6) of 2025, but assessment by the cardiologist was concluded to not be heart failure. Otherwise, the patient has no clinical symptoms. Patient medictions: duphalac, laxoberal, panodil, calcigran forte, lixiana, nexium, madopar, betmiga, vesicare, nycoplus ferro depot, triobe, divisun.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 79327ud00, however, no trends were identified for alinity I stat high sensitive troponin-I reagent list number 08p13-24. In-house accuracy testing of a retained kit of lot 79327ud00 was completed. All specifications were met, indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations associated with lot 79327ud00 and the complaint issue. The product labelling provides appropriate information related to the customer issue. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent, lot 79327ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I and provided the following data: on (B)(6) 2025, sample ID (B)(6) result was 11,951 ng/l. When tested with roche cobas troponin t results was 121 ng/l. On (B)(6) 2025, sample ID (B)(6) result was 12,321 ng/l. When tested with roche cobas troponin t results was 123 ng/l. Patient information: male, 78 years old. The customer reported that clinically there is no suspicion of any heart disease. There was no reported impact to patient management. Update: additional comments from customer: first troponin registered (B)(6) 2025 and has been persistent from 9000-12000 ng/l. At this time, bilateral pulmonary embolisms were diagnosed and treated with lixiana 60 mg x1, followed by a reduction in dose for a lifelong treatment. Furthermore, pericarditis was detected on (B)(6) 2025 and treated with prednisolone and colrefuz. Echocardiography showed a small amount of pericardial fluid. A follow up echocardiography on (B)(6) 2025 shows complete regression of pericardial fluid, and otherwise normal function of the heart. Probnp is elevated to 3205 in (B)(6) 2025, but assessment by the cardiologist was concluded to not be heart failure. Otherwise, the patient has no clinical symptoms. Patient medictions: duphalac, laxoberal, panodil, calcigran forte, lixiana, nexium, madopar, betmiga, vesicare, nycoplus ferro depot, triobe, divisun.

Manufacturer narrative:
Additional information can be found in section b5.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I and provided the following data: on (B)(6) 2025, sample ID (B)(6) result was 11,951 ng/l. When tested with roche cobas troponin t results was 121 ng/l. On (B)(6) 2025, sample ID (B)(6) result was 12,321 ng/l. When tested with roche cobas troponin t results was 123 ng/l. Patient information: male, 78 years old. The customer reported that clinically there is no suspicion of any heart disease. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-24 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: complete list of sample ID's are (B)(6).